Event description:
It was reported that the c-arm on the 9900 system will not lower after being raised. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The pcs2 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.